Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. As part of our investigation with this report, an olympus endoscopy support specialist (ess) was dispatched to the user facility; however, the customer declined the on-site visit. In addition, the instrument history was reviewed and showed that the device was purchased on (B)(6) 2011 and it has never been returned to olympus for service. This report will be supplemented or updated if any additional and/or significant information is received at a later time.

Event description:
Olympus was informed that the device culture tested positive for staphylococcus after it has been reprocessed in an olympus automated endoscope reprocessor (aer). The device was then reprocessed in a non-olympus aer and the device culture tested negative. There was no patient infection associated with this report.